Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.

Event description:
International complaint received from foreign country. Customer reports the set is leaking at the connection. There was no reported patient injury or medical intervention. No additional information is available.